Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided), in addition the battery gauge was observed to deplete rapidly. The customer also reported that the cartridge was not able to fit onto the pump. Customer declined to provide further information regarding the reported events.